Event description:
During the preparation, it was reported that the coil could not be pushed out and then it broke. So the coil was replaced. The patient was not involved.

Manufacturer narrative:
Updated based on additional information received on 25-apr-2018.

Event description:
During the procedure, it was reported that the coil could not be pushed out from the introducer sheath and then it broke. So the coil was replaced. The patient was not involved since the coil was not inserted into the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked but not broken. However, the customer may perceive the kinks noted on the main coil as broken. Therefore the reported main coil broken was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
During the procedure, it was reported that the coil could not be pushed out from the introducer sheath and then it broke. So the coil was replaced. The patient was not involved since the coil was not inserted into the patient.